Manufacturer narrative:
The soft cannula was observed to be kinked. It is unknown how or when this damage to the soft cannula occurred. No timeouts or drive stalls were seen in the download data that would indicate a failure to deliver insulin. The damage did not affect the ability of fluid to flow through the fluid path.

Event description:
It was reported the patients blood glucose level rose to 500 mg/dl while wearing the pod between 4 and 24 hours on the arm. As treatment, a new pod was placed.